Event description:
A report was received that the patient had decrease in blood pressure and swelling in the face and hands following the permanent implant procedure. The physician believed it was not device related, but an allergic reaction. The patient was prescribed medication. No further information could be obtained.